Event description:
Boston scientific received information that over three years ago at a normal follow-up, pacing impedance oscillations on the left ventricular lead were noted between 400 and 900 ohms by this device. Additionally, increased thresholds were noted. No remedial action was taken at the time of the event. Recently, an internal review by boston scientific engineers noted that the impedance issue may have been caused by the device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.